Event description:
Pt had a total hip replacement approximately 6 year ago. Pt developed thigh pain one year ago. Pt had labs and x-rays taken. The labs were negative for infection and the x-rays revealed osteolysis. Pt was returned to the o.r. For revision of total hip replacement with allografting of the femur.